Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg lost communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Corrected data: the explant date was previously reported as (B)(6) 2019. That is incorrect. The correct explant date should read "(B)(6) 2019."

Event description:
It was reported that the patient underwent an scs ipg explant on (B)(6) 2019. The surgeon implanted a new device. Stimulation was reportedly restored post-operatively.